Event description:
Additional information received that indicated the physician alleges premature battery depletion.

Manufacturer narrative:
Additional information: d10, h3, and h6. Upon receipt, the device was unable to be interrogated with a programmer. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a previous follow up, the device longevity was estimated to be at 8 years. In the most recent in-clinic follow up, the device was not able to be interrogated with a programmer. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.